Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient stated that they were in a sensor session. Dexcom representative advised patient to power off the receiver that is giving readings, then take the smart device and disable and re-enable the bluetooth, use the smart device's bluetooth settings to forget all devices, shut off wi-fi, close the g5 application and all other running applications, re-open the g5 application and ensure patient was not close to other bluetooth devices in the home, then re-pair the devices. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).